Event description:
As reported by the affiliate, the cypher select plus stent was impossible to inflate as the hub was broke. The pt is a (B)(6) male. The target lesion was the left anterior descending artery (lad). The lesion was de novo. The lesion was moderately calcified and tortuous. The rate of stenosis was 99%. The length of the lesion was 12mm. Pre-dilation was performed with a balloon (pantera 2, 5 x 15mm) at 10atm for 10 and then 15 seconds. When the stent delivery system (sds) was placed at the lesion the balloon would not inflate due to a hub crack. The sds was replaced by a second stent and was successfully treated. There was no reported dissection or injury to the pt. There were no untreated lesions left in the vessel.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.